Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Refer to the same complaint. Anatomy involved: stomach according to the reporter: firing of reload was unexpectedly slow in the tissue being fired on and stopped in certain instances unable to advance any further. Current patient status: discharged, no complications was there patient injury/hazard: no was there patient involvement: yes was the device used in patient: yes another manuf reinforcmt material used?: no there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Comments ftr comment: customer would like a credit for the remaining uses left on each handle ***additional information requested via email*** did the stapler partially fire? A) if so, how was the incomplete staple line fixed (over sewed, resected <(>&<)> re-stapled, conversion to open procedure, etc)? What was the device sterilization method? (Eto or autoclave) a) what type of cleaning was used on this device? (Manual or auto-washer?) Aside from the blue light on either side of the idrive handle, what other light was illuminated or flashing? A) the light above the reload symbol? B) the light above the adapter symbol? C) the light above the handle symbol? All five white status indicator lights on top? What is the serial number for the idrive handle used? What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? If the customer cannot supply the specific lot number, what lot numbers were in inventory at the time of this incident? Please confirm that product will be returned for investigation. What is the patient age, weight, gender?

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.